Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier was failed and required a witness to log into the machine. The technical support specialist reviewed the case details and confirmed that the issue was consistent with a known biometric identifier (bioid) failure reported across multiple stations. Coordinated with the customer and discussed the behavior, confirming that the issue was resolved after reboot. Provided remediation steps received from the field service engineer, including removal of existing bioid driver packages, uninstalling associated applications, performing disk cleanup, clearing residual registry entries after backup, restarting the station, and reinstalling the updated driver. Followed up with the customer to verify the current status, and the customer confirmed that the station was functioning normally. Closure approval was obtained after confirmation. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio ID failed to initiate, requiring a witness login. This was a known issue on other units and was reported for the first time on the ER unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.